Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 445 mg/dl. The customer was experiencing symptoms of nausea. Customer reported that they have a backup plan available. Customer was not treated yet. Customer was explained the 2 high blood glucose rule. Customer stated that she will back to continue troubleshooting for high blood glucose in 10 minutes.